Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system and cpu assembly needs to be replaced to address the issue. No repairs performed. The unit will be scrapped.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system and cpu assembly needs to be replaced to address the issue. No repairs performed. The unit will be scrapped. The event date of the initial report was incorrectly reported. The event date in box b: has been updated to reflect the correct date.